Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing and functional testing was performed and the tests passed. The shared data log was reviewed and it contained a bluetooth pairing failure event. The reported event of bluetooth pairing failure was confirmed. A root cause could not be determined. The reported issue of pairing failure is reportable based on the finding of loss of connection.